Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-21246. It was reported the patient was receiving ineffective stimulation. Per the manufacturer's records, the patient rec'd a new scs lead and ipg. It is unknown at this time if the penta lead was explanted. The reason for explanting and replacing the ipg is unknown at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.